Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: this was a dual console system. They switched the surgeon console as only one surgeon was operating.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the staff was encountering an issue where the instrument being controlled by the left master tool manipulator (mtm) would intermittently ¿drop¿ when the surgeon took control of the instrument. The reporter explained this had occurred multiple times once that day on universal surgical manipulator(usm) 2 and previously on usm 1. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noticed the left master tool manipulator (mtm) failed gravity compensation test. Mtm was recalibrated to resolve the issue. The system was tested and verified as ready for use.